Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye in a secondary procedure. The doctor reported she suspected that the patient had some focal zonular loss during the case and a ctr (capsular tension ring) was implanted. Lens was centered having patient look at the microscope light. On exam his corneal reflex is still on the central optic, but there are definitely visible rings in the lens in the pupil. The patient ended up slightly hyperopic. The doctor reported that when she put his hyperopic correction in front of him, he (the patient) describes mild decrease but truly no significant decrease in the symptoms that are really bothering him (sounds mostly like halos). Patient described a spider web around lights, interestingly it acts differently with different colors of lights, and when looking at the visual acuity checker, patient describes a smudge of white all the way around. Patient is 20/25 j14 uncorrected, and 20/20 w +0.75 -0.50 at 120. Further information was provided and reports the patient is 6 weeks out with complaints of glare and spider-like halo. It is unusual that a refraction of +0.75 ¿ 0.50 corrects the patient to 20/15 but uncorrected visual acuity (va) is 20/30 at distance and j14 at near. The doctor discussed the amount of decentration that would cause problems as well as the presence of an angle kappa of 0.4mm from the iol master. The doctor states that the tear film is good; but had observed some drusen but the retinal oct (ocular topography) is normal. A suggestion to see a retinal specialist was provided. Further information was received november 7, 2016. The patient spoke with the doctor and then elected to have the lens explanted by another physician, name unknown. The explant was performed on (B)(6) 2016. The lens was removed from the patient's right eye. No further information was provided.